Event description:
It was reported that a (B)(6) black female patient underwent a breast augmentation revision with a 600cc mentor memorygel breast implant and experienced capsular contracture (baker grade 3) on the left side post-operatively, which was confirmed during an office visit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) black female patient underwent a breast augmentation revision with a 600cc mentor memorygel breast implant and experienced capsular contracture (baker grade 3) on the left side post-operatively, which was confirmed during an office visit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On july 17, 2023, mentor received additional information regarding the patient's device date of explantation. It was reported that the patient was to undergo device explant on (B)(6) 2023. Section d6b. Has been updated to reflect this additional information. On july 19, 2023, mentor received additional information regarding the patient's capsular contracture's baker grade. The patient's baker grade was reported to be 3-4. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 20, 2022, mentor received additional information regarding the device date of explantation. The device date of explantation is (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 03, 2024, mentor received additional information regarding the device explantation. It was reported that the patient cancelled her previous surgery. On july 09, 2024, mentor received additional information that the patient regarding the replacement device. The patient's replacement device was a 600cc mentor memorygel breast implant (catalog number 3506001bc) with serial number (B)(6). The device explantation date was reported to be (B)(6) 2024. Section d6b. Has been updated to reflect this additional information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 05, 2024, the mentor failure analysis lab has received the device for evaluation. On august 16, 2024, the evaluation for the device was completed. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 600cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).